Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. Section h4: device serial number and lot number were not provided, and manufacture date cannot be determined. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a system controller fault alarm on (B)(6) 2026. The alarm was described as an audible and visible yellow wrench communication fault. Log files were not able to be obtained. The controller was exchanged and the alarm resolved.